Manufacturer narrative:
Additional suspect device: product family: dbs-linear lead, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing excessive dystonia in her left foot causing it to pronate to the point of pain. After walking on it for several days it began to swell. The patient reported that she felt horrible since her last reprogramming however could not provide an exact date. It was discovered that the patients leads displayed high impedance. The patient was administered additional botox injections in her left foot to manage the parkinson disease related dystonia. There will be no further course of action.